Manufacturer narrative:
This is for the same event as manufacturer report 2937094-2018-60136.

Event description:
It was reported that during a photoselective vaporization of the prostate (pvp) procedure, the fiber prism cracked allowing the laser to pass through and end fire after 1:03 minute of use. The fiber was exchanged and the second fiber exhibited the same issue after 5 minutes of use. It was further reported that both fibers remained intact and there were minor signs of tissue adhesion or pitting to the lens surface. No visible prostatic stones were noted. The tip for each of the fibers was cleaned during the procedure. The procedure was completed with transurethral resection of the prostate (turp). No injury to the patient occurred due to this event.